Manufacturer narrative:
Investigation evaluation: a photo was provided with this report. The photo depicts damage to the wire guide coating at the distal end. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 4.0 cm to 5.9 cm from the distal end is a section of exposed core wire. Approximately 3.8 cm to 4.0 cm from the distal end, the wire guide covering has accordioned. A rough surface was found approximately 195.0 cm to 199.5 cm from the distal end, and there is a bend in the wire approximately 200.5 cm to 218.0 cm from the distal end. Due to the condition of the returned device, it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause the instructions for use (IFU) instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. . .note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. The physician advanced the wire guide into the biliary duct. After withdrawing the wire, he found the wire was peeling off. The photo provided by the user depicts coating damage at the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.